Event description:
It was reported that the external pulse generator had a damaged lower display screen and did not have a readable display. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) lens is damaged (cracked). Upper and lower cases and side bail covers are broken. The ring is bent.